Manufacturer narrative:
Not in manufacturing mode. Unit received with minor scratched lcd window, faded serial number label, broken belt clip rails, cracked case near belt clip rails corner, cracked case(battery tube), missing retainer and missing reservoir tube o-ring. Unable to test for displacement test and lock reservoir in place due to missing retainer.

Event description:
Customer reported via phone call that the plastic piece that locks the reservoir in place is falling off. Customer's blood glucose value was unknown at the time of the incident. The customer was declined with troubleshooting. Customer will returned device for analysis.